Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was a complication where there was a dis location of the lead, which required surgery. It was also noted the patient had pain at the implantable neurostimulator (ins) site, which required surgery. It was also noted the sns was removed and the pns was replaced. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.